Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The event date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported via a webform with the adc device. It was indicated that the customer required treatment of either insulin, glucagon, and/or medication by a third party. No further information was reported. Attempts to follow up with the customer to obtain additional information up into this time has been unsuccessful. There was no report of death or permanent injury associated with this event.